Manufacturer narrative:
(B)(4). The sample was returned to the supplier for evaluation. A visual exam was performed and it was observed that the spring valve was seated properly. It was also noticed that the white cap of the oxygen sensor port was not seated correctly. The supplier reports that leak testing was performed on the returned sample, along with inventory in stock, and no issues were found. Based on the investigation performed, it was determined that it is not probable that the pressure relief manifold would suddenly stop working when mounted on the humidifier. The root cause is unknown. It is possible that the spring valve of the current design may be shifted due to collision during transportation and could cause the product to malfunction. The supplier reports that they will proceed with a design change to improve the spring valve seating to prevent spring valve shifting during transportation. A conclusion code could not be found as the complaint was confirmed; however, a root cause for the defect could not be identified.

Event description:
The customer alleges that the bubbling stopped suddenly. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the bubbling stopped suddenly. No patient injury or harm reported.